Event description:
The user facility reported, during a surgical procedure, fluid leaked from the device. Fluid leaking from a device could potentially cause an infection. The procedure was completed successfully with back-up equipment without a clinically significant delay; no adverse consequences were reported.

Manufacturer narrative:
Updated method code, results code and conclusion code in device not returned for evaluation.

Event description:
The user facility reported, during a surgical procedure, fluid leaked from the device. Fluid leaking from a device could potentially cause an infection. The procedure was completed successfully with back-up equipment without a clinically significant delay; no adverse consequences were reported.